Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 30 occurred with multiple cartridges during basal delivery. Customer's blood glucose level was 136 mg/dl. Reportedly, the customer had an alternate pump and manual injections for continued insulin therapy.